Event description:
It has been reported that device speakers are not functioning properly.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a faulty speaker. Details provided in an update from the source case indicate that the customer was provided a quote for repair but, the repair was not performed the device includes redundant design features to support use of the device during a critical care event if the speaker does not provide voice prompts. These features include text instructions displayed on the defibrillator¿s main screen, an insert-pads-connector flashing light, flashing shock button and a charge tone. The device was not available for investigation. Based on the information available, the cause of the reported problem was a potential speaker failure. The reported problem could not be confirmed because the device was not returned for investigation. Based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer did not indicate accepting the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. If additional information is received the complaint file will be reopened.